Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a type 1 bicuspid valve. The annulus was measured with the perimeter as 77mm and the area as 435mm^2. The patient's calcium score was 4667. Pre-dilation was performed with a 20mm non-abbott balloon. The delivery system was advanced over the non-abbott guidewire through the right femoral artery. Upon the first deployment the valve was observed to be too high. The device was re-sheathed and deployed a second time. The device was implanted. The final implant depth was 3mm. Post-implant the device migrated. The valve briefly blocked the left coronary artery. The patient experienced chest pains. The device was snared and positioned above the coronary arteries. A new non-abbott valve was implanted in the native annulus. The user believed the valve migrated because of the patient's bicuspid valve anatomy. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration, improper or incorrect procedure or method, angina, obstruction/occlusion, and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the patient had a type 1 bicuspid valve. The device was implanted and the final implant depth was 3mm. Post-implant, the device migrated. The valve briefly blocked the left coronary artery. The patient experienced chest pains. The device was snared and positioned above the coronary arteries. The user believed the valve migrated because of the patient's bicuspid valve anatomy. Based on available information, a cause for the reported migration appears to be related to patient's anatomy (bicuspid valve). The reported angina and occlusion appeared to be related to the reported device migration. The reported off-label use appears to be related to user chosen a navitor valve for a procedure in a patient with bicuspid aortic valve. The reported improper or incorrect procedure or method was due to user snaring the valve.